Event description:
It was reported the patient experienced a loss of therapeutic effect, no stimulation and a shocking or jolting sensation in 2008. At the time of the report, the patient was at home in good condition. The patient was redirected to contact the physician. Additional information has been requested from the hcp, but was not available as of the date of this report.